Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited both a low pacing lead impedance lmeasurement as well as a high shocking lead impedance measurement on the non boston scientific rv lead.

Manufacturer narrative:
The lead remains in service and the physician is aware of these out of range impedance measurements and has chosen not to intervene at this time. To date, no adverse patient effects were reported.